Event description:
The customer stated that discrepant architect i2000sr bhcg results of 1.26 and 3,831.74 miu/ml were generated on the same pt sample. The customer reported the negative result of 1.26 miu/ml. The pt is pregnant. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.